Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site telephone:(B)(6).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) doppler connected to iabp console with a broken battery cover was making the battery pop out of the back.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a